Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Crosstalk.

Event description:
It was reported that the patient had a junctional rhythm which was causing ventricular safety pacing as the signal was inappropriately deemed crosstalk by the pulse generator. Since the lead was placed septally, the physician elected to lower the base rate to 55 to eliminate atrial pacing as the rate of the junctional rhythm was inhibiting both channels. It was noted that the lead had been repositioned due to dislodgement in 2009.